Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a wpw (wollf parkinson white) ablation with a qdot micro and the patient experienced cardiac tamponade that required medication, pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that there were two steam pops, at two different times in the case, at the base of the laa (left atrial appendage). They measured it about 7mm apart. On the second steam pop, the physician noticed the heart was not moving on intracardiac echocardiography (ice) and "clocked" the catheter and noticed on ice, that the patient had a pericardial effusion. The effusion was confirmed with ultrasound. A pericardiocentesis was performed on the patient, and was also given protamine, kcentra, and possibly two units of blood. The patient¿s last known status was stable. Additional information indicated that the physician's opinion on the cause of the adverse event was the two steam pops in close proximity near the base of the laa. The steam pops occurred during separate ablation sessions (1st ablation in the left atrium, then after they mapped/ablated cs (coronary sinus)). They were within ~ 7mm of each other. It was reported that temperature at time of steam pop above 50 degrees; impedance spiked from ~<90 ohms to ~>95ohms ending at 91 ohms when ablation stopped; power at 50w. Ablation duration the session was 20s and it is unknown how long all of it in same position. Generator ablation mode and thresholds were qdot preset, 50w, 999sec, max low flow setting at 45 degrees, pre-flow 2sec, post-flow 0sec. The procedural act (activated clotting time) was therapeutic above 350 seconds. There were 37 ablations with radiofrequency, all outside the pulmonary veins. Intervention included pericardiocentesis (removed 2060ml of blood), 2-3 units blood transfused, ffp (fresh frozen plasma), k centra, and a drain left in for recovery. The patient fully recovered; however, required extended hospitalization as the patient was moved to ICU (intensive care unit) due to drain and back to floor, once drain was removed, same day of procedure, then patient was observed overnight.